Event description:
It was reported that the ilet user experienced a low glucose episode after breakfast, with the chart showing glucose rising about an hour prior to the meal announcement and peaking at 277 mg/dl before declining. The user believed they announced at first bite but later recognized they selected a usual lunch instead of a usual breakfast, resulting in a higher insulin amount than intended. Symptoms included headache and shakiness at a nadir of 53 mg/dl. Outcomes included self-treatment with oral glucose using candy and apple juice, transient recurrence of low glucose, and subsequent return to target range without hospitalization. Investigation included troubleshooting and user education on proper meal announcement timing and verification of correct usual selection. Investigation of this case revealed user error related to delayed or mismatched meal announcement and incorrect usual meal type selection, which plausibly contributed to the hyperglycemia followed by hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error mitigated by education on announcement timing and confirmation of meal type.